Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tsh assay results for 4 patient samples on a cobas 6000 e601 module. For patient 1, the initial tsh result was 0.015 uiu/ml. The repeat result was 1.44 uiu/ml. For patient 2, the initial tsh result was 0.023 uiu/ml. The repeat result was 2.42 uiu/ml. For patient 3, the initial tsh result was 0.018 uiu/ml. The repeat result was 0.45 uiu/ml. For patient 4, the initial tsh result was 0.16 uiu/ml. The repeat result was 3.16 uiu/ml. No questionable results were reported outside of the laboratory. The reagent lot is 63640901 and the expiration date is 31-may-2023.

Manufacturer narrative:
The last tsh calibration was performed on 11-oct-2022 and showed signals that were lower than expected. The qc data provided showed that qc was not performed on the day of the event (26-oct-2022). Qc was previously performed on 24-oct-2022 successfully and then on 27-oct-2022 successfully. The alarm trace showed an abnormal aspiration error. The investigation did not identify a product problem. The root cause of the event could not be determined.